Event description:
The physician intended to implant a 3.5 mm x 9 mm integrity rapid exchange (rx) coronary stent to treat a lesion in a patient. The device was kinked while being advanced through the guide catheter. It was observed from the angio that there was no stent visible. A component detachment had occurred and the detached device part, with the stent, was located in the guide catheter. The guide catheter was successfully removed and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the marker bands as per specification and had no damage. The hypotube was broken 49cm distal to the strain relief. The break points on the hypotube were jagged, oval and slightly bent.

Manufacturer narrative:
Results: (root cause of detachment cannot be determined due limited information). Conclusions: no conclusion can be drawn (root cause of detachment cannot be determined due limited information). (B)(4).